Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed with the customer. Olympus instructed the customer to switch the unit off and on to reset the error code. The customer was also instructed to clean the contact pins, to check that the contact pins for were not bent or damaged, and to ensure that the unit passed the leak test. The customer agreed to verify the troubleshooting steps, and to return the unit to olympus if the b30 error recurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported a b30 error on the cv-170 video system center while preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material or moisture adhering to the electrical contacts. Olympus will continue to monitor field performance for this device.